Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 8 colony forming units (cfus) of pseudomonas aeruginosa and klebsiella pneumoniae in the instrument channel. Additionally, the aspiration channel tested positive for greater than 84 cfus of pseudomonas aeruginosa. The air/water channel tested positive for 32 cfus of klebsiella pneumoniae, coriobacterium species and staphylococcus epidermidis. The auxiliary channel tested positive for less than 1 cfu (no detected micro-organisms). The endoscope tested positive for greater than 22 cfus of klebsiella pneumoniae, coriobacterium species and staphylococcus epidermidis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.